Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to request an isi field service engineer (fse) come on site and inspect the system. The customer stated that they have experienced an issue with their e100 where it will not recognize instruments. Tse asked if they have any further details about the issue, but the customer was not able to provide any and unable to provide any case info as well. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported there was no surgical procedure. The instruments were inspected and had no damage. Also, the customer reported that the case was completed with the erbe generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the e-100 successfully, test drove, and verified system as ready for use. Isi received the e-100 part involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate the customer reported complaint of ¿e-100 will not recognize instruments¿. This unit was installed into the test system and it worked fine with synchro seal instrument installed. A saline dipped gauze was used in the jaws of the synchro seal and fired yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. The issue was not replicated. No image or video clip for the reported event was submitted for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk2401. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the e-100 was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with the erbe. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.